Event description:
The erbe circumferential fire flexible probe was inserted into the esophagogastroduodenoscopy scope and into patient's stomach. A grounding pad was in place on the patient. When the probe was activated, the probe sparked. It was immediately removed and the patient was checked for harm. Another probe was used and the same thing happened. Upon immediate investigation it was noted that they were the same lot number. When a new lot number was obtained, the probe worked as intended with no issues. There was no harm to patient and procedure was completed. Patient code: 4582. Device code: 2289. Reference report: mw5177721.